Event description:
It was reported that during an unknown procedure, at the moment of closing the trigger, the staple never obtained the correct shape and stayed on the jaws. Another like device was used to complete the procedure. Surgery was prolonged fifteen minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Device fired through lockout the analysis results of the el5ml found that it was returned empty and with the lock out mechanism broken as it was fired through. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "jammed" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. The final quality release criteria were met before this batch was released for distribution.